Event description:
The facility reported that the device alarms that the door is opened when it is closed. During service, the door was found to be broken. There have been no incident reports filed since the last baxter service event. No add'l info.